Manufacturer narrative:
Investigation is not complete. Product not returned for investigation. User facility not identified in database; therefore, user facility cannot be contacted to request a medwatch form. Doctor is not identified in the database; therefore, no other patient information is available. This report will be amended when the investigation is complete.

Event description:
Per FDA maude database, "patient admitted with diagnosis of severe right hand pain. Implant was for arthritis with history of dislocation twice and continued pain and erosion. The patient requested removal of orthosphere resection arthroplasty with flexor carpi radialis tendon interposition also done."